Event description:
It was reported that leakage occurred with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "description: when emptying the balloon and the indwelling catheter with the syringes, the water drains between the piston and the body of the syringe, the piston does not move at the pressure of the water. Same observation when preparing an antibiotic. Clinical consequences: loss of product for antibiotic precautionary measures and actions taken: the syringes in this lot have been withdrawn from service. The materiovigilance service has proposed the removal of all syringes from the same lot at the hospitals. Reporting situation ansm: m. It means: incident occurred during or after use, device without safety feature covering the incident reported, deemed non-serious, but repetitive incident."

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 309110 lot 1901272 to investigate for this record. A leakage though the plunger rod was observed in the provided sample. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd discardit¿ ii 10 ml syringe. The following information was provided by the initial reporter, "description: when emptying the balloon and the indwelling catheter with the syringes, the water drains between the piston and the body of the syringe, the piston does not move at the pressure of the water. Same observation when preparing an antibiotic. Clinical consequences: loss of product for antibiotic precautionary measures and actions taken: the syringes in this lot have been withdrawn from service. The materiovigilance service has proposed the removal of all syringes from the same lot at the hospitals. Reporting situation (B)(6): it means: incident occurred during or after use, device without safety feature covering the incident reported, deemed non-serious, but repetitive incident."